Event description:
It was reported that during a gall bladder procedure, as the surgeon proceeded to clamp onto the grasper unit, it broke. Further, he was able to retrieve the grasper and no harm to the pt was reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.